Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device pulse oximeter used for in-home pediatric care was providing consistently low oximetry readings, reported to be 5¿10 points lower than expected, and no device alarm occurred when the low readings were observed. Low spo2 readings of 69¿70 were reported at home, and spo2 readings of 71¿75 were reported at the hospital using the same pulse oximeter type and a sensor. The spo2 readings were reported to increase to 79¿86 when the patient was more active. The sensor was changed regularly, sometimes daily, in an attempt to isolate the issue to the monitor. There was no patient injury.